Event description:
The pencil remained active after release of the button. Burned a hole in the pt's pulmonary artery which was repaired.

Manufacturer narrative:
The product was not returned to conmed for evaluation. The user facility has been contacted to obtain return of the device but it has not been received yet as of the current date.